Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the issue was verified during evaluation. However, it was found that the screen sustained damage inconsistent with normal wear and tear. The lcd display was replaced. This report has been closed as user mishandling. No emerging trend based on similar reports.